Manufacturer narrative:
Product event summary: analysis confirmed the reported event; rf (radio frequency) head cable found damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the head cable was suspected to be damaged. It was noted that the issue occurred during a patient check, a different head was used. The head was returned for repair. No patient complications have been reported as a result of this event.